Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The retrieval sheath was returned. It is possible to observed that the guidewire was kinked at proximal section, moreover the delivery sheath was detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26dec2024. It was reported that the filterwire got kinked. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that one third part of the guide wire close to the filter body was kinked, which was not obvious in the delivery sheath. After the delivery sheath was withdrawn, the guide wire had kink mark, and it could not smoothly carry out the subsequent device in place. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the delivery sheath was detached.